Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a heart block occurred. The target lesion was located in the right atrium. A 7/110/2.5/7-4 blazer ii was selected and advanced to treat the target lesion for an atrioventricular nodal reentry tachycardia. During the procedure, ablation was performed; however, the patient developed a heart block. The procedure was stopped and a temporary pacemaker was placed in the patient. The procedure was not completed due to this event.